Event description:
It was reported that occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.